Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to the middle of the left anterior descending artery. Pre-dilation was performed. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment but could not pass through the lesion. However, it was noticed that the shaft of the stent was broken. The device was removed, and the procedure was completed with another 2.50 x 24 synergy xd stent without any patient complications reported.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to the middle of the left anterior descending artery. Pre-dilation was performed. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment but could not pass through the lesion. However, it was noticed that the shaft of the stent was broken. The device was removed, and the procedure was completed with another 2.50 x 24 synergy xd stent without any patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1 : (B)(6). Device evaluated by MFR.: the device synergy xd mr ous 2.50 x 20mm was returned to the complaint investigation site (cis) for analysis. Visual and tactile inspection identified a break at 19cm distal to the distal end of the strain relief and multiple hypotube kinks. No issues identified in the shaft polymer extrusion profile. Microscopically, there was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination of the proximal and distal markerbands identified no damage and bumper tip showed no signs of distal tip damage. Microscopic analysis found no additional device issues.